Event description:
The customer reported no power up. No patient injury or involvement.

Manufacturer narrative:
The service rep replaced the surge suppressor and 24 volt workstation power supply. System operating within manufacture specification.